Manufacturer narrative:
Amendment: this complaint no longer meets complaint criteria. Device is working as intended. Normal device function.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded pacemaker mediated tachycardia (pmt) episodes that appear to be atrial driven and not ture pmt. The physician discussed that some of the atrial beats are falling in refractory. The device remains in service. No adverse patient effects were reported. Additional information was obtained; the device is experiencing normal device function.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded pacemaker mediated tachycardia (pmt) episodes that appear to be atrial driven and not ture pmt. The physician discussed that some of the atrial beats are falling in refractory. The device remains in service. No adverse patient effects were reported.